Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the prime process instead of dripping. The customer stated that they experience unexpectedly high blood glucose in the morning, but they not sure about insulin pump delivering insulin correctly. The customer stated that insulin pump received unexplained no delivery alarms and it requires infusion set change. The customer stated that they received multiple alarms in middle of the night and it gives false suspend. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. Reservoir will not be returned for analysis.